Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is unconfirmed as the alleged failure could not be found or reproduced. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned sample was flushed and pressurized; however, no leaks, splits, or breaks were observed in the returned catheter. A microscopic observation revealed no damage on the returned catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that patient had a s/l PICC that leaked into the tissue. PICC was inserted in the left basilic vein, ECG technology used for tip confirmation and secured with statlock & chlorx gel dressing. PICC used for ivab's. Swelling was noted and a formal ultrasound was attended and no thrombosis seen. Patient reports the swelling was not along the path of the vein but more to the outer aspect of it. No patient injury or negative outcome to be noted. PICC removed from the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient had a s/l PICC that leaked into the tissue. PICC was inserted in the left basilic vein, ECG technology used for tip confirmation and secured with statlock & chlorx gel dressing. PICC used for ivab's. Swelling was noted and a formal ultrasound was attended and no thrombosis seen. Patient reports the swelling was not along the path of the vein but more to the outer aspect of it. No patient injury or negative outcome to be noted. PICC removed from the patient.